Event description:
It was reported in a literature publication that the patient presented with resorption of the left maxillary posterior alveolus after multiple extractions 4 years previously. The defect included both horizontal and vertical bone loss. A sulcular incision was used to expose the defect. The maxillary sinus was accessed and the sinus membrane elevated. An mtb was adapted to form the new alveolar ridge and secured with positional screws. A rhbmp-2 soaked collagen sponge was placed in the sinus and new preformed alveolar ridge area. The patient had a normal postoperative course with no evidence of wound dehiscence. At 6 months postoperatively, the mtb was removed. A small defect in the newly formed bone was regrafted with allogeneic bone. The implants were successfully placed at that time.

Manufacturer narrative:
Literature article citation: hart and bowles. Reconstruction of alveolar defects using titanium-reinforced porous polyethylene as a containment device for recombinant human bone morphogenetic protein 2. J oral maxillofac surg, 2011. (Doi:10.1016/j.joms.2011.09.025). (B)(4). Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the certificates of analysis and packing list for the infuse bone graft was not possible without additional device information.